Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first and second proximal rows; stent struts were pulled proximally. This type of damage noted most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the shaft found that there were no hypotube kinks noted. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The 0.014¿ guidewire was inserted through the port site entry and passed out through the bumper tip with no resistance. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13oct2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3-3.5 x 34mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After a 6f 3.5mm extra back-up guide catheter was advanced co-axially, a non-bsc guide wire crossed the lesion. Predilation was performed using a 2x10mm non-bsc balloon catheter. Following predilation, residual stenosis was 30-40%. A 38 x 3.50mm taxus¿ liberté¿ long drug-eluting stent (des) was then advanced but resistance was encountered and failed to cross the lesion. The device was removed and the procedure was completed with another 38 x 3.50mm taxus¿ liberté¿ long des. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.